Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 676 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient presented to the emergency room on 2015-12-25 with leaking of fluid from the back wound and had a fever. Drainage was noted at the back wound which led the patient to being admitted to the hospital. The hcp attempted to aspirate the catheter on (B)(6) 2015 but was not successful due to seroma at the pocket site. The hcp took the patient to the operating room (or) on (B)(6) 2015 to fix the cerebrospinal fluid (csf) leak at the back. Fluid from the back wound was sent for culture at that time. Culture results came back on (B)(6) 2015 positive for strep infection. The patient remained febrile at that time. The patient was taken back to the or on (B)(6) 2015 and the pump and catheter were explanted. The issue was resolved at the time of this report. The patient remained hospitalized on intravenous (IV) antibiotics, oral baclofen, IV valium, and artane. The patient was stable and would be in the hospital through the end of the week at the time of this report. The patient's spasticity would be managed by another hcp. It was further reported the cause of the csf leak, seroma, and infection could not be identified. The fluid from the back wound was identified as csf and the back wound was at the catheter spinal incision site. No further description of the back wound was given other than it started on (B)(6) 2015. If additional information is received, a follow-up report will be sent.